Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's dad reported via phone call for high blood glucose. Blood glucose was over 600 mg/dl. Customer has an insulin pump and over the last couple of weeks it keeps saying check for occlusion. Customer¿s parents do not want to troubleshoot, would like new insulin pump. Customer is off the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
The correct information has been provided with this report.